Event description:
The following was reported to arjohuntleigh by the nurse: on (B)(6) 2014, the patient fell out of the left side of the bed. The fall was un-witnessed. All 4 side rails were in the up position. The patient sustained scrapes and bruising to his right back an to the right side back of his head. A CT scan was ordered. The results of the CT scan were negative for injury. Subsequently the scrapes and bruising resolved and the patient was discharged from the hospital in good condition.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of november 2012, complaints related to this product are to be handled by arjohunteligh, inc. Additional information will be provided upon conclusion of the manufacturer investigation.